Event description:
The patient experienced withdrawal with chest pains. His pump was not working. He was in the emergency room. The drug being administered via the pump was morphine. Additional information has been requested.

Manufacturer narrative:
(B)(4).